Manufacturer narrative:
(B)(4). Evaluation of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune conv fb ps tb trl sz5 is broken. All pieces were retrieved from patients.